Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the fluid delivery line (fdl) was damaged in the first arctic sun device. The device replaced during the therapy. The nurse stated that the second arctic sun device with serial number ((B)(4)) received a message on the screen which reads as push ctrl plus alt plus delete. The user had tried cycling the power. Ms and s asked the nurse to send the device to the biomed and transfer the patient to another device. The patient was changed to the third arctic sun device with serial number ((B)(4)) and it had an alert 01 (patient line open) and alert 02 (low air leak). The nurse stated that the flow rate was 0.9 lpm inlet pressure was -3.4psi system hours were 5823 and pump hours were 5162. The nurse stopped the therapy emptied and disconnected the pads and placed the device in manual mode the flow rate was 2.1 lpm the inlet pressure was -7.3 psi the circulation pump was 71 percent. The nurse connected the right thigh pad and the flow rate was 1.2lpm inlet pressure was -4.3psi disconnected the right thigh pad and connected the right chest pad the flow rate was 1.2 lpm and inlet pressure was -7.0 psi. The nurse added left thigh pad, the flow rate was 1.6 lpm, inlet pressure was -7.2psi circulation command was 57 percent and added the left chest pad flow rate was 2.3lpm inlet pressure was -7.3psi circulation command was 74 percent. The nurse added back the right thigh pad the flow rate was 3.1lpm inlet pressure was -7.3psi circulation command was 94 percent and placed the device back in manual mode and the flow rate was remained at 3lpm.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown arctic gel pads) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the fluid delivery line (fdl) was damaged in the first arctic sun device. The device replaced during the therapy. The nurse stated that the second arctic sun device with serial number ((B)(6)) received a message on the screen which reads as push ctrl plus alt plus delete. The user had tried cycling the power. Mss asked the nurse to send the device to the biomed and transfer the patient to another device. The patient was changed to the third arctic sun device with serial number ((B)(6)) and it had an alert 01 (patient line open) and alert 02 (low air leak). The nurse stated that the flow rate was 0.9 lpm inlet pressure was -3.4psi system hours were 5823 and pump hours were 5162. The nurse stopped the therapy emptied and disconnected the pads and placed the device in manual mode the flow rate was 2.1 lpm the inlet pressure was -7.3 psi the circulation pump was 71 percent. The nurse connected the right thigh pad and the flow rate was 1.2lpm inlet pressure was -4.3psi disconnected the right thigh pad and connected the right chest pad the flow rate was 1.2 lpm and inlet pressure was -7.0 psi. The nurse added left thigh pad, the flow rate was 1.6 lpm, inlet pressure was -7.2psi circulation command was 57 percent and added the left chest pad flow rate was 2.3lpm inlet pressure was -7.3psi circulation command was 74 percent. The nurse added back the right thigh pad the flow rate was 3.1lpm inlet pressure was -7.3psi circulation command was 94 percent and placed the device back in manual mode and the flow rate was remained at 3lpm.